Manufacturer narrative:
Arjo was notified about an event involving maxi sky 2 ceiling lift and non-arjo loop sling (manufactured by invacare, model: comfort, serial no. (B)(6) ). It was reported that during patient transfer from a trolley to a chair, the sling right shoulder loop detached from the lift spreader bar. As a consequence of the event patient fell backwards and hit her head on the door. The patient sustained skin erosion on the back of the head, the nurse treated the injury using the ointment. At 11:30 a.m., the resident had a seizure similar to epilepsy. At 1:15 p.m. The resident passed away. The medical examiner (from the customer facility) reported that no link was being established between the hit to the head and sustained the seizure by the patient. The blow to the head only resulted in an abrasion requiring only first aid measured was assessed as not serious by the arjo clinical expert. After the event, the lift and sling were evaluated by an arjo technician. It was confirmed that no lift malfunction was found which might lead to loop detachment. The visual inspection of the sling did not show any malfunction, either, nothing was broken or damaged. The maxi sky 2 instruction for use (001.15698) contains the following information: ¿warning: always confirm that the loops are correctly attached and remain in tension as the weight of the patient is gradually taken up. This will prevent a patient fall.¿ ¿make sure loop is positioned correctly and that the safety latch is closing the hook.¿ ¿note: only use arjohuntleigh slings with the maxi sky 2 ceiling lift¿. To sum up, while the event occurred the arjo device was being used for the patient¿s handling. It was reported that the loop detached and from that perspective, the ceiling lift device was not up to its performance specification at the time of the event. No technical malfunction of the device or sling was detected that could have caused or contributed to an adverse event the sling used by the facility was a non-arjo product. We have reported this event to the competent authority based on the reported patient fall.

Manufacturer narrative:
The collecting information is ongoing. Waiting for additional information from the customer. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about the event involving maxi sky 2 device and sling. It was reported that during patient's transfer from a trolley to a chair, the sling came off. The caregiver caught the resident before the fall but the resident received blow to the head. At 11:30 a.m., the resident has a seizure similar to epilepsy. The alerted ide notes a sudden deterioration of the resident's health and she alerted the emergency services. 1:15 patient passed away. There was no link was being established between the blow to the head (at 9:30 a.m.) And the seizure ( at 11:30 a.m.). An health, safety, and working conditions committee is planned in the next week. No other information is available.